Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrical insulation between conductor wires 1-4 and the thermocouple wires was tested while the catheter was deflected and un-deflected. A short circuit was detected between electrodes 3 and 4. Microscopic inspection of the distal shaft showed the electrode rings 3 and 4 and shaft material to appear to be deformed. Electrical testing between conductor wire 3 just proximal to the deflectable shaft and connector pin 3 revealed stable readings. Electrical testing between conductor wire 4 just proximal to the deflectable shaft and electrode ring 4 revealed stable readings. Electrode rings 3 and 4 were removed and conductor wire 3 was found to be protruding from the distal edge of where electrode ring 4 was. Electrical testing between conductor wire 3 where it was protruding from the shaft and connector pin 3 revealed a stable reading, confirming the protruding wire came in contact with electrode ring 4 before it was removed. The protruding conductor wire 3 was determined to be the cause of the short circuit between conductor wires 3 and 4, and it was determined to have occurred during use of the catheter and is not related to manufacturing.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.